Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for air detected in the cassette during fill 3 of 4. The alarm could not be cleared and treatment was discontinued. When removing the set the patient found fluid leaking from the cassette. The patient switched to manuals to complete treatment. During follow up the patient's nurse reported that patient did not need any medical intervention and not had an adverse event associated with the leak. The cassette was discarded.